Event description:
The customer called to report that the insulin pump doesn't seem to be delivering insulin as she has been experiencing high blood glucose levels. The customer also stated that she has not received any no delivery alarms. The customer did not have the tubing clamp for the high pressure test. The customer stated that she would call back to conduct the test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.